Event description:
Right mca stroke noted after implantation of right and left hvad. The surgery was notable for a thrombectomy of the right iliac artery. The patient was anticoagulated prior to and during the procedure. There is a risk of thromboembolic stroke with any cardiac surgery although the contribution of the vad to the stroke cannot be ruled out.